Event description:
The event is reported as during a laparoscopic cholecystectomy, the applier would not apply because of blocking of the endo clip during use. No pt injury reported.

Manufacturer narrative:
Device is available for investigation, but has not been returned to manufacturer yet. The results of the investigation are not available at the time of this report.